Event description:
It was reported the patient's lead was no longer functional due to being fractured. As a result, the lead was explanted and replaced with two new leads. The patient now has effective therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.